Event description:
The hcp reported the patient presented with incisional wound opening of both the device pocket and the catheter track. Cultures of both the device pocket and lumbar region were taken. The results were not known to te reporter. The patient was treated with IV antibiotics and total device system explant. The infection resolved and the patient did not experience any withdrawal symptoms. The patient had a risk factor or diabetes.